Manufacturer narrative:
Corrected b1, b5, and h1. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reactions to a thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing showed all requirement were met. A medical review of this case determined this event was not a serious injury. It was reported sparking from the tip occurred during treatment. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radiofrequency trace damage which may cause sparking of the treatment tip during the thermage cpt procedure. No product or treatment tip was returned for evaluation and thus tip issues could not be confirmed. Based on the available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional medical information was obtained from the treating physician. After 370 reps there was a spark at the two corners of the treatment tip and the patient developed a mild burn on their forehead. The patient was prescribed plermin gel and the physician reports that the patient has recovered with no permanent damage or scarring. Available photo was reviewed, two tiny crusts are visible on the right side of the forehead. Based on all available information case has been reassessed as a non-serious injury, however remains a product malfunction.

Manufacturer narrative:
Product was returned and evaluated. Device evaluation reveals the tip passed flow, leak and thermistor test. The tip failed visual inspection for damage found on the membrane which was confirmed to be dielectric breakdown. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, patient burn was most likely caused by damage on the tip membrane along the radiofrequency trace. It was reported the patient did not experience any permanent damage or scarring.

Manufacturer narrative:
Additional information and product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that during a thermage treatment the tip sparked after 330 reps. The patient developed a small burn. The procedure was completed with a new tip. Additional medical and procedure information has been requested but not yet received